Manufacturer narrative:
(B)(4).

Event description:
It was reported the right ventricular lead was explanted and replaced due to sensing issue, low impedance and complete lead fracture. The lead was explanted without the ring electrode and fibrosis; those two parts were removed after the lead was taken out. The procedure was significantly more difficult or time consuming due to anatomical difficulties. There were no intraprocedural complications.

Manufacturer narrative:
External insulation abrasions were noted at 4.5-5.1 cm, 6.0-7.8 cm, and 15.5-16.8 cm from the distal tip, consistent with lead friction to another device or feature of the heart. The outer coil was exposed at these locations. This is consistent with the observation from the field of sensing and impedance anomaly.